Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 22 mmol/l (396 mg/dl) while wearing the pod on their abdomen between 49 and 71 hours. The legal guardian reported the patient was experiencing high bg levels and was vomiting. The legal guardian removed the pod, disposed of it, and then proceeded to the emergency room (ER) to seek medical attention on (B)(6) 2026. The patient remained in the ER for 11 hours and was released on (B)(6) 2026. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous fluids and insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.